Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 3.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set leakage at site event on (B)(6) 2026. The infusion set had been in use for two days. No further information availability.